Event description:
It was reported that the system 9800 displayed low ma error. The system had to be reinitialized to recover from the error. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the xray tube is in need of replacement. The hospital biomedical staff has decided to obtain a replacement tube from a third party and have it installed. The system was tested and found to be working as intended and placed back into service.